Event description:
It was reported the patient's scs system was removed due to infection at the scs ipg site. Reportedly, during the patient's previous appointment the ipg site was red and warm, the patient was prescribed oral antibiotics. Postoperative, the patient continued on antibiotics and was also being followed by infectious disease dr.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.